Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Performed pairing test with nordic bluetooth device and unit passed. Perform share review and customer complaint confirm via data. The reported event of loss of connection was confirmed. The root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/22/2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.